Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter(aus) device due to a hole in the tubing at the connection. The device is totally empty and the sphincter is dysfunctional. A patient outcome was not reported.